Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported that during a percutaneous coronary intervention procedure a vessel dissection occurred. The target lesion was located in the tortuous left anterior descending artery (lad). A 2.75x15mm maverick balloon was used for predilation in the lad along with a 3.0x8mm non bsc balloon. The physician then implanted a 3.0x18mm promus stent in the lesion. It was noted that a dissection occurred; however, it is unknown what device caused the dissection. No additional patient complications were reported with the patient's current condition listed as "fine". Additional information was requested and is not available.